Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated, and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to operation of k-lever was not transmitted to forceps elevator properly by corrosion or wear of the k-wire, causing the suggested event or operation of forceps elevator gets stuck by adhesion of foreign material to the forceps elevator/ its raising mechanism or occurrence of corrosion, causing the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope forceps elevator does not go down all the way. The issue occurred during an unspecified event. There were no reports of patient harm.